Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the door seal to the tub has begun to leak and needs replaced.